Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 488 mg/dl yesterday morning and yesterday afternoon it was 153 mg/dl. Customer's blood glucose was 599 mg/dl at the time of the call. Customer treated with 12 units of insulin as a manual injection. Customer stated that she had 7 hospital visits for diabetic ketoacidosis, but all were before she was on the insulin pump. Customer stated that she had a motor error alarm while she was on the pump one time on (B)(6) 2013. Customer also had one blood clot and one food poisoning and was hospitalized. Customer had a no delivery alarm. Customer stated that she has a back-up plan. Customer stated that the no delivery alarm occurred overnight during basal, during bolus in the last few days, and once during a manual prime. Customer stated that she did change the reservoir and set. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Call was then disconnected.